Manufacturer narrative:
The investigation of priming issue has been completed. The purge cassette and pump were returned for investigation. According to the clinical details, purge failure alarm occurred during priming. The doctor tried the de-airing steps several times without resolution and encountered the same purge failure alarm on the second console. The doctor replaced the pump. The data log shows a purge pressure low alarm at the start of the case. Multiple case start cancellation alarms and de-air cancellation procedures were reported in the data log. The low purge pressure alarms were off during the de-airing procedure. No physical damage was noted on the returned product. The pump was plugged into the console, followed by the purge cassette. Priming was initiated and completed without any reported abnormalities. The imc logs were reviewed during the test run, and no abnormalities were reported. The cause of the priming issue was not determined since issue could not reproduce on returned device and sufficient clinical information was not provided.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported that when plugged into the console, the pump presented a purge failure alarm. The purge cassette, purge bag, and console were replaced, but the issue persisted. The pump was subsequently replaced for planned patient support. There was no patient harm.